Manufacturer narrative:
This emdr was submitted as the regulatory assessment decision for this complaint was corrected due to a remediation effort associated with (B)(4).

Event description:
It was reported that the patient implanted with this spinal cord stimulator (scs) described that her pain was not relieved by the use of the scs and that she feels shock sensations she believes are attributed to the device. This scs was reprogrammed and the patient reported the reprogramming did not impact her pain levels. The patient has ceased using the scs and requested that it be explanted. As of today, the scs has not yet been explanted but the explant is planned upon receipt of insurance approval for the explant surgery. Good faith efforts are ongoing to ascertain the date of explant. As of today, this scs remains implanted. No additional adverse patient effects were reported.